Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had experienced high blood glucose (bg) levels. The customer's blood glucose level was 568 mg/dl and the customer was admitted to the hospital on (B)(6) 2016 for diabetic ketoacidosis (dka). Prior to being hospitalized, the customer attempted to treat the bg with a bolus of insulin. The customer was treated with insulin drips, fluids and antibiotics for pneumonia. The high bg and dka were resolved. The customer was discharged the next day. However, the bg level had increased to 450 mg/dl with a large level of ketones that was considered as dangerous. The customer did not think that the pump was delivering the insulin. Tandem technical support had the customer perform a system check using the current supplies on the pump. During the system check only one drop of insulin exited out of the tubing. As the cartridge was low on insulin, a valid low insulin alert was triggered. The customer was to use another pump to manage diabetes.